Manufacturer narrative:
A ge oec service representative investigated the issue and found the ps1 power supply was below the 5 volt threshold and was adjusted up to specification. The generator nodes were flashed and re-load as well as the calibration files. The system was tested, found to operating as intended, and released to the customer for use. As described the system was in state of lock-up, where the exposure indicators lock 'in-state'. To the user it may appear that the system is making exposure, although in most circumstances. The system is not producing x-ray. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system had by customer description, a system lock-up. The system then had an uncommanded system shutdown. As described, the system was in a state of lock-up, where the exposure indicators lock 'in-state'. To the user it may appear that the system is making exposure, although in most circumstances, the system is not producing x-ray.